Event description:
A passeo-35 balloon catheter was selected for treatment of an aneurysm in the ostial subclavian artery. The device was advance over the wire and inflated at subclavian artery to post dilate a covered stent. 11 bar pressure was applied. The balloon could not inflate further and leaking of contrast was observed in the fluoroscopy. Blood also observed in the syringe of the inflation device.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed a tear with a length of 1 mm, which penetrates the balloon wall 22 mm proximal to the distal x-ray marker. It seems likely that the damage of the balloon surface was caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy. It should be noted that the IFU contraindicates the treatment of lesions that lies within or adjacent to an aneurysm.